Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test" was reproduced. The device was tested for flow accuracy and over delivered with 5.1475%. The event date was not provided, however a review of the history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 10 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel out of adjustment. The pressure plate travel required readjustment and m2/m3 springs required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.